Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (error code while charging) was confirmed. Upon investigation, the battery charger/modem was unable to recognize and charge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that it was displaying an error code while charging a battery.